Event description:
It was reported that the device was fractured. The 95% stenosed target lesion was located in severely calcified middle of right coronary artery. A 1.25mm rotalink burr was selected for use. During procedure, the burr became stuck in the lesion. The burr was then removed using a guidezilla. A 1.50mm rotalink burr was then selected for use. During the procedure, it was found out that the plastic protective cover near the operating end was fractured. Consequently, the device was completely removed from the patient and the procedure was completed with different device. No complications reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. The sheath was completely torn/separated at 25cm from the strain relief. There is blood in the distal portion of the sheath. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was also noted to be stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was fractured. The 95% stenosed target lesion was located in severely calcified middle of right coronary artery. A 1.25mm rotalink burr was selected for use. During procedure, the burr became stuck in the lesion. The burr was then removed using a guidezilla. A 1.50mm rotalink burr was then selected for use. During the procedure, it was found out that the plastic protective cover near the operating end was fractured. Consequently, the device was completely removed from the patient and the procedure was completed with different device. No complications reported and patient is stable.